Manufacturer narrative:
(B) (4). (B) (4). Misassembled duckbill, leak test failure. Eval summary: the analysis of the b12lt confirmed that the trocar leaked due to a misassembled duckbill. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no device anomalies were noted during the manufacturing process.

Event description:
It was reported that during an adrenalectomy procedure, when the doctor used the device to puncture the skin and enter the abdominal, the device had some gas leakage. The device could not continue to be used because the gas leakage would continue. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.